Event description:
The customer stated that the unit is failing the opts check, the unit is failing the defib cable test, and tried new pads cable and the unit is still failing. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer stated that the unit is failing the opts check, the unit is failing the defib cable test, and tried new pads cable and the unit is still failing. There was no pt involvement. A philips field service engineer evaluated and confirmed the customer's statement. The therapy pca was replaced in the unit and the unit is functioning as expected.